Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the bronchovideoscope had the cable at the light source dislodged causing even slight tension/strain on the cable leads to image interference. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updates fields: g3, h2, h3, h6 and h11. The device was returned to olympus for inspection. Based on the results of the investigation the customer allegation was confirmed. The investigation determined that due to damage on charged coupled device (ccd) unit, the image was not displayed and error e300 appears. It was likely due to some kind of stress. The most probable cause of this complaint is component failure. The root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.